Event description:
It was reported that oversensing was noted in one episode. Followup information revealed that electromagnetic interference from a capped lead was suspected. The sensitivity was increased and the patient was to be monitored. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.